Manufacturer narrative:
The patient was injured by the pad pression. Summary: investigation into reported complaints (B)(6) indicate a lack of system requirements during design and product launch. Revision of the design input/output files are being conducted for airlife product acquisition. Ra: no associated risk management files for solidairity product owned by airlife at time of clinical trials.

Event description:
We are seeing on occasion, the upper lip of the patient getting pinched by the large foam pad under the positioning track. The injury occurred from the pad pression against the patient's teeth.

Event description:
We are seeing on occasion, the upper lip of the patient getting pinched by the large foam pad under the positioning track. The injury occurred from the pad pression against the patient's teeth.

Manufacturer narrative:
The patient was injured by the pad pression.